Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of ¿spinal nerve sheath tumours¿ (not device related) is considered an adverse drug experience.

Event description:
Healthcare professional reported that a clinical patient was injected in the chin with 4 ml of juvéderm® volux¿. Approximately two months later, patient was treated with lysozyme for the indication ¿dissolved hyaluronic acid.¿ approximately a month later, patient was admitted to the hospital due to numbness of both lower limbs for more than four months. The admission diagnosed was intraspinal tumor (spinal nerve sheath tumours). Endoscopic spinal lesion resection was performed two days later with little intraoperative bleeding but no blood transfusion. Post-surgery re-examination noted CT findings with "post-operative changes in the spinal canal" and post-operative pathology findings the case could be consistent with immunophenotypic changes in nerve sheath tumours. Patient was generally good and discharged a week after surgery.